Event description:
This report is being files as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred toward the end of a routine hemodialysis treatment. Manual rinseback was attempted, but could not be performed due to air in line, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Facility staff attributed the system alarm to user error as the operator failed to properly tighten all connections. The cycler alarmed appropriately. There is no evidence to suggest a device malfunction occurred. Direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has reviewed pt connection procedures with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.